Event description:
It was reported that the patient had experienced increased spasms in the left leg and flank since (B)(6) 2013. The managing physician requested another physician to perform a side port study. The study was performed on (B)(6) 2014 at which time the physician was unable to aspirate the catheter and therefore a catheter revision was planned, but not yet scheduled. It was uncertain what the exact issue was at the time of the report; however, it was also reported that the issue was due to catheter occlusion. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8590-9, lot# n258008, implanted: (B)(6) 2010, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type: catheter. (B)(4).